Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were not registering. A technical support specialist (tss) remotely accessed the device, noted it was running on older firmware version and upgraded it using the knowledge article, bogus failed hardware icon on station. Further, the tss logged in as carefusion admin (cfnadmin), disabled the local network interface card (nic), launched the application, allowed it to fully load and closed the application, then reenabled the nic, relaunched the application, then rebooted and allowed the device to load directly into the application. After following these steps, the user logged in and successfully recovered the remaining two failed pockets. The customer later confirmed that the device was then functioning properly and all failures had been cleared. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the multiple drawers had failed but were not registering. Initially, the user had received an error for one of the drawers saying something along the lines of this medication was not on the bus. There had been a very long list of pockets and tower doors that appeared failed. After the device was rebooted, the recover storage space section was completely blank. The user asked the registered nurse to try removing the medication again, but it still would not allow them to remove any medications. When you clicked on the medication in the patients profile, it stated not available: med in failed unit. There was also a tower drawer that would not open. Multiple drawers or towers had failed, but nothing was being listed in the recover storage space section. The customer stated that this malfunction occurred when removing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.